Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra2 meter. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified day "2 weeks" prior to contacting lfs. She stated that she tests her glucose 2x/day, manages her diabetes with metformin and due to the alleged issue she denied making any changes to her routine diabetes management. The patient claimed "1 hour" after the alleged issue began she felt "dizzy, thirsty and sweaty". In response to her symptoms, she immediately visited her local pharmacy, where she got her glucose tested with an unknown meter, and they obtained a glucose result of "350 mg/dl". She was advised by the pharmacist to go to the emergency room, but she declined and went home instead. The patient reported taking her metformin medication, drinking lots and lots of water and eating fruits at home, waited 2 hours and went back to the pharmacy. She stated that they checked her blood glucose level again, and this time they obtained a glucose result of "200 mg/dl". The patient reported, continuing with the same routine, lots of fluid, and a fruits and vegetables restricted diet. She claimed her symptoms eventually disappeared. During the initial call with customer service, the agent noted that there was information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.